Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer 1.3, configured for single dose mini with a maximum of 12, experienced additional removal transactions. The customer indicated that they attempted to log in to remove one dose; however, this was not accomplished because the drawer was empty, as the initial count had been reset to two. This situation resulted in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using bd pyxis¿ anesthesia station es, mini drawer 1.3, configured for single dose mini with a maximum of 12, experienced additional removal transactions. The customer indicated that they attempted to log in to remove one dose; however, this was not accomplished because the drawer was empty, as the initial count had been reset to two. This situation resulted in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.3 single dose mini dispensed opened 13 times. Upon investigating the report and logs for the station, it was found that the demand count performed on the drawer had caused the station to add an extra item to the inventory. A technical support specialist dialed onto the station and server, ran the report and pulled logs. The logs showed that the station believed there was an item in pockets 1 and 12. The system functioned as intended after the technical support specialist investigated the device.